Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen was discolored. Unrelated to the display screen, the keypad was found to be torn. The buttons were still normally responsive and there was no contamination on the contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. This report is made based on results of investigation completed on (B)(4) 2015.